Manufacturer narrative:
This complaint has been deemed a duplicate of pr 2358081 already reported on MDR number 3030677-2022-03893.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device battery was at end of life. There was no patient involvement.